Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The companion sample was not returned for evaluation. An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. A use error was identified in this report. The patient stated, she noticed the spikes are bending by the bag ports and the patient stated, she usually straightens out the spike then the alarm clears. (The patient line is not connected to a bag hence adjustment of a spike would not affect this alarm). The labeling review found the patient at home guide to be adequate for the potential use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's technical service center regarding the a check patient line alarm that occurred on the home choice (hc) during fill 3 of 4. The technical service representative (tsr) explained the alarm and assisted with troubleshooting. The tsr advised the hp to end therapy and to contact the peritoneal dialysis nurse. No patient injury or medical intervention was reported. On (B)(6) 2010 product surveillance spoke with the hp who stated she noticed the spikes are bending by the bag ports which may be causing the alarm. The hp stated she was able to resume therapy with new supplies. No further information is available at this time.